Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display. Lcd board passed testing. No unexpected battery out limit. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received a battery out limit alarm and a blank display. Her blood glucose is 250 mg/dl. During troubleshooting for battery out limit alarm, she said that the pump alarmed during normal use and was not alarming at the time of the call. The customer states that the batteries were not out of the pump greater than the duration allowed by the pump. The alarm history was reviewed and she did not receive multiple battery out limit alarms when batteries are out of the pump for less than one minute. During blank display troubleshooting, the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.